Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and poor sensing due to either its placement or a possible perforation. The lead was explanted. It was further reported that when the replacement rv lead was attempted to be implanted, therewas an issue with the lead and the introducer sheath. The lead was not implanted and another lead model was used. No further patient complications have been reported as a result of this event.